Manufacturer narrative:
Additional narrative:device used for treatment and not diagnosis.information from returned questionnaire.(B)(4): placeholder.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.